Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant the right atrial (ra) lead exhibited no capture, high thresholds and further dislodgement. The lead was reprogrammed off. No patient complications have been reported as a result of this event.